Event description:
Patient was revised to address acetabular cup loosening. **update** (B)(6) 2012 - medical records were received. The revision operative report indicated that intraoperatively there was gray-tinged fluid and gray-tinged tissue. Additionally there was significant corrosion and debris around the trunnion. There was metal staining of the tissues and of the bone.

Manufacturer narrative:
Examination of the reported device was not possible as it was not returned. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.